Event description:
Reportedly, continuous cardiac output measurement was abnormally low. It became unable to measure continuous cardiac output later. Monitor was cedv. Customer changed the cable then the problem was solved. It seemed this complaint was cable related. Product will not be returned, device was discarded at the hospital. Follow up with customer indicated that the cable is not going to be returned for evaluation; it was discarded.

Manufacturer narrative:
Device will not be returned for evaluation, discarded at hospital.